Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed pump stops that appeared to be associated with the disconnection of the driveline. The controller event log file was reviewed and showed that the clock was not set for the majority of the file; therefore, an accurate time for when the observed events occurred could not be conclusively determined. The file captured the pump operating at a fixed speed of 5500 rpm with a low speed limit of 5100 rpm. On (B)(6) 2000, the driveline was disconnected from 4:03:46 am to 4:03:47am and from 5:06:39 am to 5:07:06 am. Pump stops associated with the disconnections of the driveline were noted, which had corresponding low flow hazard and lvad off alarms. The driveline was then disconnected for the final time at 6:37:27 am and remained disconnected for the rest of the file, which was consistent with the reported controller exchange. Excluding the pump stop events, the pump operated above the low speed limit and appeared to function as intended. Multiple attempts were made to obtain additional information regarding the observed events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU states that if the driveline from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The hm3 lvas IFU and patient handbook address all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic. The log file analysis showed that the controller's clock was not set. The log file also captured external backup battery (ebb) on (B)(6) 2000 due to the ebb failing the load test. The file showed the driveline (dl) disconnected on (B)(6) 2000; reconnected, disconnected again and reconnected. One more dl disconnected occurred with the dl remaining disconnected for the remainder of the log file. The file showed the clock was reset to (B)(6) 2019. It was reported that the controller was exchanged and another controller will be the backup. It was also reported the ebb ribbon cable was reseated and the ebb fault did not return.